Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-06194; related manufacturer reference number: 2017865-2020-06195. It was reported that the patient presented to a follow-up in clinic with complaints of pain on the incision site. Upon visual inspection of the incision site, it was noted that the incision site was open with puss and that the patient had a pocket infection. The pacemaker, right ventricular lead, and atrial lead were explanted and replaced. The patient was in stable condition during and after the procedure.